Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during a prostatic artery embolization procedure, the physician attempted to close the access site using an angio-seal vascular closure device. The device could not be fully retracted. The representative was contacted, and a video call was conducted to assess the issue. It was determined that the device experienced a suture lock-up. The physician followed instructions to resolve the issue by cutting the device proximally, securing the suture with a hemostat, and manually deploying the angio-seal device. The deployment was completed safely.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.